Event description:
It was reported to olympus technical assistance center (tac), that the visera xenon light source brightness adjustment did not work. The issue was found during preventative maintenance. There were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the brightness adjustment did not work while on automatic mode. The brightness was able to be adjusted in the manual setting. It was noted that the light source worked with a clv-s40 and the main lamp had been recently replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The field should be blank. The device history record (DHR) was unable to be reviewed as the device are obsolete models and the storage period of the DHR has expired. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined upon troubleshooting that the phenomenon, ¿no brightening control¿ was caused by the customer using the light intensity control function set to auto-brightness function. The brightness could be adjusted by setting it to manual. The main lamp was replaced. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿4.7 inspection of brightness adjustment: switching the brightness control (automatic/manual): 1. Press the auto/manual brightness selector. Each time it is pressed, a beep sounds and the mode is changed. 2. Confirm that the auto indicator and the manual indicator light alternately by pressing the selector (see figure 4.9). Operating the manual brightness control: 1. Make sure that the manual indicator is lit. 2. Confirm that the following occurs when the brightness control switches are pressed (see figure 4.10): ¿ each time the switch is pressed, a sound is heard, and the brightness level indicator moves up or down one level. ¿ when the switch is held down, successive sounds are heard and the brightness level indicator moves continuously. ¿ the brightness increases or decreases accordingly.¿ olympus will continue to monitor field performance for this device.